Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer's technical services (ts) confirmed reported issue. They advised the customer that the current manual is rev h. Advised customer that in the rev h service manual the spec is 8.4 to 11.6 slpm. Provided customer copy of service manual and provided customer information to access in center for document downloads. Follow up attempts have been made with no response from the customer . This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported test 6 (oxygen flow accuracy) failed. There was no patient involvement.